Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. Customer's blood glucose (bg) was 550 mg/dl with moderate ketone levels. Customer reverted to manual injections for insulin therapy, and drank fluids to address elevated bg. Customer changed supplies to address the occlusion alarms.